Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Due to the age of the device a DHR review was not conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - the patient was diagnosed with cystocele and stress urinary incontinence. The patient underwent cystoscopy, suprapubic tube placement, cystocele repair with implant of a bard soft mesh and implant of a non-bard davol pubovaginal t-sling. The attorney alleges the patient experienced pain, urinary/bowel problems, prolapse, bleeding and dyspareunia.